Event description:
It was reported that the external pulse generator (epg) was connected to patient, staff changed a mode and pacing rate, and "abnormal operation of the epg was found with electrocardiogram monitor." The epg and patient cable were returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number for the patient cable, the manufacturing date cannot be determined. Evaluation summary - (B)(4) - no anomalies found. (B)(4) - conductor fracture of the cable was found.